Event description:
Tech alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The tech found the siderail end tube is broken. The tech replaced the siderail end tube to resolve the issue.